Manufacturer narrative:
The tech found the bed has a broken weld on the torque tube. The tech replaced the torque tube to repair the bed.

Event description:
Info received indicates the brake is not working on the bed.